Manufacturer narrative:
The device was returned to olympus for a field service evaluation and the customer's allegation was confirmed. The device evaluation found defective pump head. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited defective pump head. There was no patient involvement.